Event description:
It was reported that the tip of as asahi sion guide wire had detached in the patient during a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in segments 6 and 8 of the left anterior descending artery (lad). A guide wire was delivered to the ramus artery and then the sion guide wire was delivered down to the peripheral of segment 8. Stents were deployed at segments 6 and 8. After stent deployment, the sion guide wire was pulled back and found stuck. A non-asahi microcatheter was used for support and another attempt was made to remove the guide wire when bleeding from the apex was noted. Autograft was used to embolize the apex. On (B)(6) 2023, CT revealed that a coil fragment of the sion guide wire was elongated from the apex though aorta. On (B)(6) 2023, the patient was transferred to other facility to surgically remove the fragment. On (B)(6) 2023, the fragment was partially removed from the patient. The tip was unable to be removed and remained trapped in the tissue. The patient was fine after the procedure and planned to be discharged home. It was reported that the tip of as asahi sion guide wire had detached in the patient during a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in segments 6 and 8 of the left anterior descending artery (lad). A guide wire was delivered to the ramus artery and then the sion guide wire was delivered down to the peripheral of segment 8. Stents were deployed at segments 6 and 8. After stent deployment, the sion guide wire was pulled back and found stuck. A non-asahi microcatheter was used for support and another attempt was made to remove the guide wire when bleeding from the apex was noted. Autograft was used to embolize the apex. On (B)(6) 2023, CT revealed that a coil fragment of the sion guide wire was elongated from the apex though aorta. On (B)(6) 2023, the patient was transferred to other facility to surgically remove the fragment. On (B)(6) 2023, the fragment was partially removed from the patient. The tip was unable to be removed and remained trapped in the tissue. The patient was fine after the procedure and planned to be discharged home.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. The sion guide wire with three pieces of coil fragments was returned for evaluation. The coil of the returned guide wire was fractured and elongated for approximately 10mm from the mid solder that was originally located at 25mm from the tip. Under the elongated coil, the inner coil on the core was exposed. The inner coil was twisted and had widened coil pitch. The core of the returned guide wire was fractured at the distal end of the inner coil. Observation by scanned electron microscope was performed. The fracture end of the coil was necked by ductile tensile stress. The fracture end of the core was flat and twisted, indicating torsion had caused its fracture. Coil fragments that were surgically removed were all cut and elongated, approximately 226mm in total. Measurement of coil diameter confirmed that these were of sion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated during removal had most likely contributed to fracture of the core of the sion guide wire. The applied torsion would localize and therefore exceed the product design limit when the wire tip was trapped out of the apex as the guide wire was pushed during stent delivery. Further applied tensile stress generated with removal made the coil to elongate and eventually fractured, detaching the tip. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ separation of the guide wire ~ damage to a vessel, including possible vessel perforation.